Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspection noted the threaded portion of the instrument broken off at the transition of the threaded portion and the non-threaded portion. Process testing performed on relevant features did not reveal issues. Due to the noted damage, evaluation on all features could not be completed. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that during a procedure the dhs/dcs the tip of the coupling screw broke. The piece was retrieved.